Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found near the vocal cords. A laryngeal mask airway (lma) was placed after the capsule failure. An emergent bronchoscopy was done to remove the capsule from one of the patient's lungs and it was successful. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure.